Manufacturer narrative:
On (B)(6) 2015, during an onsite visit to the customer site, the field service engineer (fse) found that the sample nozzle was loose and height too high. He adjusted the nozzle height and tightened it. The nozzle was also showing a blockage when an impasse adjustment was performed. The fse back-flushed the nozzle with alcohol and verified the impasse. No errors were observed. The customer ran control level 6 for ca 27.29 and received an acceptable result of 80.58. The instrument was performing as intended, no further actions were required by field service. Most probable cause for this event was that loose and clogged sample nozzler. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported values below the lower specification limit (lsl) on controls and patient samples for the pth and ca 27.29 assays with their aia-600-2 analyzer. No other errors were reported. The customer was unable to report pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.